Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that while abroad this patient's pacemaker was interrogated at routine follow up and found to have unexpectedly triggered elective replacement indicator (eri) after approximately 2.5 years of implant. Suspecting premature battery depletion, the physician performed a revision procedure wherein the device was explanted and replaced. It was noted that device outputs were programmed to 5 volts for both the right atrial (ra) and right ventricular (rv) lead channels. No adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was concluded that the device exceeded minimum expected longevity per the programmed high energy outputs in use.